Event description:
It was reported that during the procedure on (B)(6) 2013, the 3.0 x 28 mm bioresorbable vascular scaffold (bvs) was deployed in the mid right coronary artery (rca). It was reported that the bvs migrated to the proximal rca and did not fully cover the target lesion. A second 3.0 x 18 mm bvs was then deployed, overlapping the previously implanted bvs. There were no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that there was no difficulty noted during advancement or deployment of the device and no difficulty noted during inflation of the delivery system balloon. The bioresorbable vascular scaffold (bvs) migrated to the proximal right coronary artery (rca) after inflation of the delivery system balloon. There was no report of calcification in the rca; however, it was noted that there was a large bending angle in the rca. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: nc trek 3.0x20, nc trek 3.25x20, guide wire: il4. The scaffold remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.